Event description:
It was reported that the patient with this implantable pacemaker experienced an unknown product anomaly. Technical services (ts) referred the patient to the physician. This device remains in service. No adverse patient effects were reported.